Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient developed a severe infection at the implant site. Subsequently, the device was explanted in 2002 (specific date not reported). The patient was reimplanted with another device after the site was fully healed from infection.

Manufacturer narrative:
Correction: the initial MDR submitted on july 18, 2017 was filed inadvertently, the reported device was not a cochlear device.